Manufacturer narrative:
The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. It appears that the pad's contact to the skin was insufficient to effectively disperse the electrical current which resulted in the burn/necrosis. There are many possible factors involved with this type of issue (i.e., the surface of the pad was not in full contact or did not remain in full contact with the patient's skin, the pad's alignment was incorrect, etc.). However, no conclusive determination could be made as to the cause of the incident. There are several warnings in the user manual addressing this type of situation. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a microdiscectomy. The esu was used with a non-erbe reusable rubber neutral electrode (also referred to as a return electrode or patient pad/plate) [manufactured by bowa, part number: 242-003) lot number: information not provided]. The neutral electrode was placed on the back of the patient's thigh and was not affixed/strapped onto the patient. The settings of the unit were mode unknown, effects 3 and 4, 40 to 45 watts. After the procedure there was 2.5 cm x 0.5 cm superficial brown/black burn/necrosis at the pad site. No information was provided in regards to any treatment of the patient to address the necrosis. The esu was distributed to a hospital in (B)(6).